Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that during a laparoscopic roux-en-y procedure that the device did not pass the pre-test. Pre-test was done during the procedure. A second device was opened but it had the same problem. No error codes were given by the generator. The doctor said that it was as if the device could not make a connection. The customer opened a third device to complete the case. No patient consequence.